Manufacturer narrative:
H.6. Investigation summary: 99 sealed packaged 3ml with needle syringes were received in an original re-sealed bd shelf carton, all confirmed to be from batch #9154770 (p/n 309571). The samples were visually evaluated for any molding defects or damage at the tip and luer location. No visual defects were found. The samples were tested for leakage at luer per procedure. All samples passed with no leakage observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that prior to use the syringe leaked with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the syringe had a leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the syringe leaked with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the syringe had a leak.